Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 17, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected model number, lot number, expiration date and primary UDI) g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to correction and additional information); h4 (corrected device manufacturer date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.)

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was visually inspected upon receipt, with no anomaly such as breakage. The sample was then rinsed and dried; the amount of oxygen transfer and carbon dioxide gas removal were measured according to the inspection procedure, and it was confirmed to meet the factory's specification, with no anomalies found. As the event could not be replicated in laboratory conditions, a definitive root cause could not be determined. The manufacturing and incoming inspection records of the actual product were found to have no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an oxygenator failure. As per user facility, the patient was a very ill 20-year-old in need of an emergency heart transplant. The original oxygenator failed while on cpb, that unit was changed out and approximately an hour later the 2nd unit failed, and it was changed out also. The third oxygenator continued and completed the case with no issue. No health consequences or impact. Product was changed out. Procedure completed successfully with 15 minutes delay.